Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that following an unknown procedure, after firing the device, the operator observed leakage at the stapling site that he had to do reinforce suture to make sure the stapling was secure.